Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. Error e300 was observed, the scope socket slider was found getting stuck when pressed in. The air tubing was found with corrosion. The lamp was observed to be non olympus with less than 50 hours usage and the light output is within specifications. The identified parts were replaced except with the lamp as the customer declined to be replaced. The device was repaired and once completed, the device was tested and passed all required testing and specifications. Based on evaluation finding, the reported issue was confirmed. The issue was attributed to defective scope socket slider and corrosion on air tubing¿s. Likely root cause can be due to maintenance issue and or device handling issue.

Event description:
It was reported that the device clv-190 socket was malfunctioning and caused the panel lights to flash. According to the reporter, the device exhibited error code e300. No further details were provided. The issue occurred during an unspecified procedure. There was no patient impact or harm was reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root causes could not be identified. Based on the investigation results, probable causes of the reported phenomenon are as follows: all the front panels blink. Approximately 4 years or more since device was manufactured. It was presumed that the event occurred due to accidental failure of the device itself, due to deterioration caused by the use of the device for a long period of time, misdetection caused by a blockage of the scope socket, or the use of another company's lamp. E300 errors (clv-endoscopy errors) it was presumed that a large load deviating from the recommended operating conditions (e.g. A hard object accidentally hits the unit) was instantaneously applied to the light guide detection part from outside and was damaged. Use of lamp not specified by olympus it is probable that the user had installed the desired lamp (non-specified product) without consulting the description in IFU (instruction for use). Corrosion of the air supply tube it is probable that water adhered during use or cleaning and was not dried or removed completely, resulting in corrosion and rust. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor complaints for this device.